Manufacturer narrative:
Evaluation - a visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. Conclusions- based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to surgeon error. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted an aq2003v silicone three piece lens and then remembered that the patient wanted mono vision. The surgeon removed the lens with no patient injury, no enlarged incision. Another same model, different diopter lens was implanted. The reporter stated the cause of the event was due to surgeon error.